Event description:
It was reported that, "revision case to replace xia 4.5 screws where rod dis-lodged on one side and the blockers and rod were loose on the other."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Additional items also referenced in this event are: cat 48145040 xia titanium 4.5 polyaxial screw diam 5.0 x 40 lot 11c563. Cat 48130000 xia titanium 4.5 blocker lots set, 5p4, uav, 2p9.